Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 29 units. The customer's blood glucose (bg) level was 392 mg/dl. Reportedly, the customer loaded a new cartridge successfully to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.